Event description:
On (B)(6) 2013, the patient reported she had been in the hospital twice with diabetic ketoacidosis because the infusion device was not delivering enough insulin. The patient's normal blood glucose level range is 72-115 mg/dl. She stated that her blood glucose level became elevated on (B)(6) 2012 and she was unsuccessful lowering it via bolus with the infusion device. She was admitted to the hospital that same day with diabetic ketoacidosis. When she arrived at the hospital her blood glucose level was in the 500's mg/dl. She was treated with an IV of insulin at the hospital. She was released from the hospital on (B)(6) 2012 and she returned to using the infusion device. Her blood glucose began to rise again and she was unable to lower it with the infusion device. She was admitted to the hospital on (B)(6) 2012 with diabetic ketoacidosis. When she arrived at the hospital her blood glucose level was in the 500's mg/dl. She was treated with an IV of insulin at the hospital; she was released from the hospital on (B)(6) 2012. The patient did not return to using the infusion device after her second hospital visit. Troubleshooting with the patient did not reveal any issues with the infusion device. The infusion device, infusion set, insulin cartridge and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: the delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the customer gave less than before or no boluses via the pump since the (B)(6) 2012. In this time period the pump only delivered the basal rate on several days. All programmed bolus and basal rates were delivered successful by the pump. Adapter: the soft rubber component of the adapter is worn-out and contaminated also the inner thread is contaminated. The customer did not follow the user manual correctly to change the adapter together with cartridge if it is worn out or too old. Infusion set (tender): no sample was received for examination. For further information concerning the infusion set refer to the attached file. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Infusion set (ultraflex): the infusion set has no relation to the customer complaint and therefore no technical investigation will be done but the product will be archived. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.